Event description:
Major pump unit(s) involved: blood pump; additional text: outflow graft; specific component(s) involved: outflow graft malfunction/malposition; additional text: bend relief requiring reattachment and securing; other component: causative or contributing factor: no specific contributing cause identified; other cause: intervention(s): other interventions, specify; other intervention : surgical intervention requiring reconnection and securement of bend relief; implant device type: lvad; malfunction device type:.

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: outflow graft malfunction/malposition.